Event description:
During an elective outpatient cardiac catheter procedure, the patient was noted to have proximal mid left anterior descending artery with ifr measurement of 0.59, consistent with significant and obstructive coronary artery disease. Decision made to prep the lesion further with intravascular lithotripsy. Ivl performed with 3.0 mm balloon across the prox-mid lad with good balloon expansion. Onyx frontier 3.0 x 38 mm stent deployed with good balloon expansion. Stent postdilated with nc 3.5 mm balloon. No issues advancing nc balloon distal lo stent. Stent inflated a few millimeters proximal to the edge of distal portion of stent. Nc balloon inflated to 12 atms. During post stent dilations, the 3.5mmx 20mm ng euphora angioplasty balloon manufactured by medtronic would not deflate. Assessment was conducted and per the op report there were no visible kinks in the shaft of the balloon. Physician attempted double negative on the balloon and the balloon remained inflated. Using a second insufflator attempted to deflate the balloon which was still unsuccessful. Manually using an empty syringe lo pull negative pressure remained unsuccessful. Insufflator was reattached and remained in a negative position. Confirmed with scrub tech 1:1 solution of contrast to saline placed in the balloon. Subsequently patient went into ventricular tachycardia cardiac arrest. After continuous rounds of CPR with intermittent loss and regain of pulse, the patient expired with the balloon still in place despite multiple attempts to trouble shoot and remove the device.